Manufacturer narrative:
Additional narrative: complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2022, the revision radial head procedure, the removal of plate 3 holes left also removal of screws. The patient experienced a post-op device malfunction. Patient had event such as infection, non-union, allergic reaction, osteoporosis, overloading, pain, degenerative diseases, bleeding or oozing. There was revision surgery. Device was explanted due to mal reduction. Patient experienced clinical outcome such as infection and inflammation. There was other medical intervention ( x-rays, additional procedures, prescriptions, otc, revision). Revision to radial head replacement. Concomitant device reported (unk - screws: cortex part# unknown; lot# unknown; quantity: unknown). This report is for one (1) 2.4 lcp radial head rim pl 3 holes-lft. This is report 1 of 1 for complaint (B)(4).